Event description:
Reportedly, on (B)(6) 2022, the status light of the home monitor remained orange. The associated wirex showed proper functioning, and the power supply was checked. On (B)(6) 2022, the same behavior was observed, and the device will therefore be replaced.

Event description:
Reportedly, on (B)(6) 2022, the status light of the home monitor remained orange. The associated wirex showed proper functioning, and the power supply was checked. On (B)(6) 2022, the same behavior was observed, and the device will therefore be replaced.